Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they had been getting intermittent sample bubble alarms when testing quality controls and patient samples on the cobas 8000 e 602 module (e602). The customer provided data for one patient sample with an erroneous result for the elecsys estradiol assay (e2). The erroneous result was not reported outside of the laboratory. The sample initially resulted as < 18. The sample was repeated twice, resulting as 53 and 48. The units of measure used for the e2 assay were asked for, but not provided. No adverse events were alleged to have occurred with the patient. The e2 reagent lot number and expiration date were asked for, but not provided. The field service engineer checked the analyzer and determined that the sample probe arm needed to be exchanged.

Manufacturer narrative:
The field service engineer replaced the sample arm, pressure sensor, and sample probe. The customer has confirmed that the analyzer is running within specifications. Liquid level detection or pressure sensor electronics may have been defective. The analyzer is 8 years old. Component code - device subassembly = sample arm.